Manufacturer narrative:
It is unknown whether the esophyx device and/or tif procedure may have contributed to or caused the reported event. No additional information with the exception of patient information has been provided to egs after two written attempts to obtain additional information. Additionally, egs has made written request for the return of the esophyx device for evaluation. Egs is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based on limited information received by egs as of the report date, which egs has not been able to fully investigate prior to submitting this report as required by the FDA. A follow-up report may be submitted at a later date if additional information is obtained or the device is returned for evaluation to egs.

Event description:
Endogastric solutions (egs) received information regarding a patient who underwent a ctif procedure (consisting of a hiatal hernia repair (hhr) procedure, conducted laparoscopically, followed by a transoral incisionless fundoplication (tif) procedure) on an unknown date was diagnosed with a left sided pleural effusion and empyema that required video-assisted thoracoscopic surgery and decortication.

Manufacturer narrative:
This medwatch supplemental report is being submitted due to a retrospective review of egs complaints [(B)(4)] by merit medical's systems inc, [(B)(4)] pms team for any identified complaint discrepancies requiring corrections/additional information per 21 cfr 803. Merit medical systems inc. (B)(6). Corrections to this medwatch report: updated g3- date received by manufacturer merit medical updated/replaced g code to include: 788 updated/replaced b code to include: 4114 updated/replaced d code to include: 67 updated/replaced f code to include: 4641, 4624, 4617.